Event description:
Duirng an iliac stenting treatment procedure, stent deployment difficulties were encountered. The lesion being treated was an 80% stenotic lesion in the right external iliac artery. The physician approached the lesion from an ipsilateral position with a 7f arrow superflex sheath and a radiofocus guidewire. The wire was able to cross the lesion without a problem. After crossing the lesion, the physician felt much fruction during his third attempt to move the outer sheath of the 10x49x75 iliac 6f unistep plus to release the stent. When he removed the product and checked it, the stent and the outer sheath were stuck. The stent delivery system was removed and replaced with another to successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.